Event description:
Stryker sustainability ligasure impact open sealer/divider handpiece was alarming to close jaws and secure on more tissue. This alarm kept triggering even after the handpiece was readjusted. This occurred during first use and would not activate no matter how much tissue was grasped. It was removed from the field and a new handpiece was utilized without difficulty.